Event description:
Customer reports to have received alarms while attempting to fill the reservoir. Customer's blood glucose was 309 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Unable to perform prime test due to prime alarms. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.